Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the inner shaft marker bands as per specification requirements. There was no deformation noted to the stents struts or segments. The distal tip was slightly flared. There was no defect evident to the returned device which would have resulted in difficulties retracting the device from the vessel.

Manufacturer narrative:
Procedural images: procedural images provided for review. The cardio angiogram images show evidence of severe calcification in the left coronary arteries. The lad shows calcification in the proximal mid and distal portion areas. The images shows the proximal to mid portion of the lad being pre-dilated with a balloon catheter. The images also show a stent being deployed in the proximal to mid portion of the lad successfully. There is also an attempt to deliver a stent in the distal portion of the lad. The cag also shows the guidewire being removed from the vessel. The images fail to confirm a product defect and cannot confirm an issue with the device that resulted in the reported removal difficulties. (B)(4).

Event description:
The physician intended to use an endeavor sprint drug-eluting stent. No abnormality noticed during inspection prior to use. The target lesion in the distal segment of the lad had 75% stenosis, severe calcification and no tortuosity. The lesion was pre-dilated twice at 12 atm for 10 seconds. 60% stenosis remained after dilatation. Resistance was noted while advancing the endeavor sprint device to the lesion but excessive force was not used. It was reported that the endeavor sprint device could not pass through the lesion and there were difficulties removing it from the patient. The stent could not reach target position. The device was removed from the patient. The physician replaced it with another brand stent to complete the procedure. The physician determined the reason for the event was a product defect; the stent's performance was not satisfactory. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.